Event description:
Procedure: lap. Cholecystectomy. According to the reporter: scrub nurse was setting up the lap hand instruments. And she opened the package of surgiwand with l-hook and picked it out of package. And when testing the product as pulling back and pushing forward the color of surgiwand, she noticed that the tip of it was touched with l-hook. And when she took a look at the tip carefully, it was torn a little bit. So, she replaced the abnormal surgiwand with new one. There was no damage to patient at all.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.

Manufacturer narrative:
(B)(4).